Event description:
The report received from the registry indicated that during the index procedure, the patient had a type b intimal dissection after implantation of a cypher select plus 2.5 x 23 mm stent at 8 atm. The stent was implanted in the right posterolateral branch of the circumflex coronary artery. The dissection was treated by implantation of a cypher select plus 2.5 x 13 mm stent at 10 atm. A satisfactory result was obtained. The stents were not post-dilated. The flow pre-procedure was timi 1 and post-procedure timi 3. The event severity was mild and not a serious adverse event (sae). The event was reported to have a possible relationship to the study device/procedure. The event outcome was complete and the event was resolved without sequel.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The patient was reported to have two-vessel disease and one lesion was treated during the index procedure. A staged procedure was planned due to time or logistics. The target lesion for the procedure was the right posterolateral branch of the circumflex coronary artery. The lesion was reported to be: de novo, 2.2 mm vessel diameter, 18 mm length, a 90% stenosis, not a bifurcation/ostial/or bifurcation lesion, a moderately tortuous proximal segment, irregular, eccentric, little or no calcium, absent of thrombus, and type b2. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 8 atm. The patient was discharged the day after the procedure. Three (3) weeks after the index procedure, the patient had the planned staged procedure done. The patient had a lesion in the mid lad treated. The stenosis pre-procedure was 85% and post-procedure 5%. There was no reported procedural complications. The cypher stent previously implanted during the index procedure was noted to not have any in-stent or peri-stent restenosis, or aneurysm. Ivus was not done. A phone contact during the follow-up period at the one-month interval noted the patient was asymptomatic and continuing his medical therapy. A phone contact during the follow-up period at the six-month interval noted the patient was asymptomatic and continuing his medical therapy. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.